Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer during the puncture process, a total of 3 cases were found to be unable to insert the intubation sheath and the guidewire could not be withdrawn due to roughness, burrs, bulges, and crookedness. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the product returned for evaluation was one photograph which depicted a straight guidewire. One end of the guidewire was visible. The wire was held in a gloved hand above a drape or gown. Blood residue was observed on the wire, glove and drape. Deformation was observed near the visible tip of the guidewire. The nature of the deformation could not be determined. Guidewire deformation appeared visible in the photograph; however, neither the precise nature of that deformation, nor the root cause could be determined without examination of the physical sample. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer during the puncture process, a total of 3 cases were found to be unable to insert the intubation sheath and the guidewire could not be withdrawn due to roughness, burrs, bulges, and crookedness. It was reported this occurred with three devices. This report addresses the first device.